Manufacturer narrative:
Summary of evaluation: evaluation results revealed the threaded arm body to be fractured and the device to be used extensively. The device was MFR according to specification. A new device has been developed to replace this instrument.

Event description:
The jaws were maligned. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.